Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Peritoneal dialysis patient reported draining about 45/2399ml before alarming with air detected in cassette. Patient said that there were no air bubbles in his pl and the connection was secure. After retrying, patient received the same alarm again and was draining slowly to about 75/2399ml. Patient was advised to cancel treatment. Patient removed the cassette and confirmed that there was evidence of a fluid leak. Patient was advised to cancel treatment and to contact the clinic. Additional information was solicited.

Event description:
"."

Manufacturer narrative:
The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. All companion samples have been sold and distributed. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.